Manufacturer narrative:
This report is submitted on june 21, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment that was treated with a topical steroid and injections of a steroid.

Manufacturer narrative:
Additional information: per surgeons report, performed a skin revision surgery and applied pressure dressing with healing cap which he recommended for her to wear until her follow up. One week follow up found that skin had healed nicely so md recommends wearing baha unless further overgrowth occurs. No future follow up scheduled at this time.